Event description:
"The surgeon went to implant the 9 mm insert and it wouldn't seat. A second attempt was made with the same result. The surgeon opened a second 9 mm insert and it still wouldn't lock." There was no adverse consequence to the pt due to this event. Another insert was inserted without difficulty.

Manufacturer narrative:
The evaluation results for this suggest that this event is not device related but rather is associated with intra-operative procedures.